Manufacturer narrative:
H.6. Investigation summary: unconfirmed: no evidence provided h3 other text : see h.10

Event description:
It was reported that bd hypoint¿hypodermic needle the needle was clogged. The following information was provided by the initial reporter: patient advised that she injected yesterday and the injection didn¿t work. She had 3, so used anther which worked. No further information provided. Additional details received: description of event: pt mum advised that when she tried using the fizayr the injection she found the injection did not go in and had left marks and pricked the skin and advised none of the liquid went in device details: fizayr has the device been dropped? No was the device inspected before use & in date? Yes was the indicator window observed colour fill quantity observed? Yes how long was the pen left out of the fridge prior to administration? No did you pinch the skin (if required)? Yes how was the device cap removed? (Twisted or pulled?) Pulled where did you inject? Do you rotate the injection site regularly? Stomach are you able to hold the injection at a 90-degree angle? Yes how long was the device held for at the injection site? No did the patient hear a click? How many? No did the inspection window change colour before the device was removed from the skin? No did the needle pierce the skin? (If yes ae has occurred). Yes was any liquid present at the injection site? No has the patient used another device? Yes number of devices left? 4 outcome: decision: faulty pens missed dose: no missed dose sample available: no in the sharps bin batch number: (B)(4) exp date: (B)(6) 2024 replacement quantity: no replacements advice given (if any): pt mum advised that a new delivery has been sent out to them and we will amend her call dates accordingly

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd hypoint¿hypodermic needle the needle was clogged. The following information was provided by the initial reporter: patient advised that she injected yesterday and the injection didn¿t work. She had 3, so used anther which worked. No further information provided. Additional details received: description of event: pt mum advised that when she tried using the fizayr the injection she found the injection did not go in and had left marks and pricked the skin and advised none of the liquid went in device details: fizayr has the device been dropped? No was the device inspected before use & in date? Yes was the indicator window observed colour fill quantity observed? Yes how long was the pen left out of the fridge prior to administration? No did you pinch the skin (if required)? Yes how was the device cap removed? (Twisted or pulled?) Pulled where did you inject? Do you rotate the injection site regularly? Stomach are you able to hold the injection at a 90-degree angle? Yes how long was the device held for at the injection site? No did the patient hear a click? How many? No did the inspection window change colour before the device was removed from the skin? No did the needle pierce the skin? (If yes ae has occurred). Yes was any liquid present at the injection site? No has the patient used another device? Yes number of devices left? 4 outcome: decision: faulty pens missed dose: no missed dose sample available: no in the sharps bin batch number: tfvg07a01 exp date: 06/2024 replacement quantity: no replacements advice given (if any): pt mum advised that a new delivery has been sent out to them and we will amend her call dates accordingly